Event description:
The tubing that connects to the dual head syringes snapped off at the junction where it connects to the saline syringe. This event occurred prior to the patient entering the room. There was no harm to the patient or the staff. The system was being set up for a CT with contrast/saline injection.======================manufacturer response for medrad sterile disposable t-connector and prime tube., stellant (per site reporter).======================we spoke with medrad today. The rep stated to hold onto the product and they will let me know if they would like the product returned for investigation.what was the original intended procedure?contrast/ saline injection for CT scan.